Event description:
Felt more disabled [osteoarthritis]. Edema in both ankles [oedema peripheral]. Swelling from right knee down to toes [joint swelling]. Case description: spontaneous report received on 02/01/2008 from a female patient who had a relevant medical history of osteoarthritis of the knees. The patient received 2 injections of synvisc in both knees in 2006. After the second injection in both knees, she experienced right leg swelling from the knee down to the toes. She was checked for blood clots in the leg with negative results. Her leg swelling eventually resolved, but her right ankle edema persisted and she developed felt ankle edema as well. The patient has seen several doctors and tried several medicine including prednisone, but nothing has resolved her symptoms. She recently saw a dermatologist, who improved her situation slightly, but the ankle edema has persisted in both ankles. The patient stated that she feels as if she has slowly become "more and more disabled." As of the date of receipt of this report, the patient outcome was not yet recovered.